Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was inserted. It was reported that it was a painful placement. In (B)(6) 2011 (4 months after procedure), the consumer started experiencing pain in abdomen / cramps, tiredness and mood swings. The influence of essure in her daily life included, work-related problems and problems with daily tasks. A doctor was contacted. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/ cramps. This event is serious due to reported disability (work-related problems and problems with daily tasks were mentioned but not specified) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since she had work-related and daily tasks problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 29-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 783 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/ cramps. This event is serious due to reported disability (work-related problems and problems with daily tasks were mentioned but not specified) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since she had work-related and daily tasks problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible.